Event description:
Per independent repair center statement the unit would not start. The key failure was the power switch for the control had a short circuit. Additional malfunctions include the zip wraps for the heat exchanger were replaced.